Event description:
The account alleged, the head hi/low was drifting down over time. No pt impact.

Manufacturer narrative:
The technician asked the account to check the hi/low, cardio pulmonary resuscitation and trendelenburg valves. Three attempts have been made to resolve this contact. No info is available on the repair of the bed at this time.